Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a system impedance measurement lower than 30 ohms. The signal in the primary sensing vector was noted to be small and with some undersensing noted. The patient required two shocks to be converted and in that episode the shock impedance was noted to be low withing normal limits 30 ohms. A chest x ray showed the electrode was slightly bowed towards the s-ICD. This s-ICD system remains in service. No adverse patient effects were reported.